Event description:
Decreasing lung function and increasing lung inflammation and asthma severity. During (B)(6) 2021) , I noticed an increase in lung soreness, asthma severity, sore throat, hoarseness and increasing difficulty breathing. In (B)(6) 2021 I found the aforementioned symptoms directly related to using philips bi-pap as well as itching on face and stopped using the machine. Dr (B)(6). FDA safety report ID # (B)(4).